Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review:there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The culture resulted positive for a gastrointestinal bacterium (organism unknown), which suggests that the organism was translocated from a bowel source, namely the large colon. The pdrn stated that the hernia was suspected as causing the translocation of that bacterium causing the peritonitis. Transmural bacterial migration has been implicated as another cause of pd-related peritonitis in patients. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that she was hospitalized for peritonitis and other issues. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2022 for worsening abdominal pain (date of onset unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient was additionally found to have an umbilical hernia. The pd effluent culture resulted positive for a gastrointestinal (gi) bacterium (unknown organism). The pdrn stated the hospital suspects the hernia is somehow the cause of the peritonitis event and the bacteria was translocated from the large colon. The patient¿s pd catheter was removed during the hospitalization, and she was temporarily transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and expected to start in-center hd on (B)(6) 2022. The patient will undergo a hernia repair surgery once the peritonitis infection has resolved. There was no information related to the antibiotic therapy prescribed for the patient. The cause of the hernia is unknown.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances, deviations, associated rework or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that she was hospitalized for peritonitis and other issues. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2022 for worsening abdominal pain (date of onset unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient was additionally found to have an umbilical hernia. The pd effluent culture resulted positive for a gastrointestinal (gi) bacterium (unknown organism). The pdrn stated the hospital suspects the hernia is somehow the cause of the peritonitis event and the bacteria was translocated from the large colon. The patient¿s pd catheter was removed during the hospitalization, and she was temporarily transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and expected to start in-center hd on (B)(6) 2022. The patient will undergo a hernia repair surgery once the peritonitis infection has resolved. There was no information related to the antibiotic therapy prescribed for the patient. The cause of the hernia is unknown.